Manufacturer narrative:
The field service engineer asked the customer to complete a bottom flush of the ise. During this process, the customer also used a fishing wire to clean out the sipper and the vacuum nozzles. After completing these maintenance actions, the ise noise was gone and the unit was working in good order. Performance check was done and the instrument was performing within specifications. The root cause of the event was consistent with a maintenance issue. The service actions done resolved the issue. No further issues were reported afterward.

Manufacturer narrative:
The na and k electrodes' lot numbers and expiration dates were not provided. Investigation is ongoing.

Event description:
We received an allegation about discrepant results for 1 patient's sample tested with ise sodium (na) assay and with ise potassium (k) assay on a cobas 8000 cobas ise module. Na: initial result: less than 80 mmol/l. Repeat result: 139.3 mmol/l. K: initial result: less than 1.5 mmol/l. Repeat result: 4.6 mmol/l.